Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results for 1 patient sample on a cobas b 221 6 system. The initial result was 245.9 mg/dl. The repeated result was 26.7 mg/dl. The repeated result was obtained on another b 221 instrument.

Manufacturer narrative:
The result of 245.9 mg/dl was believed to be correct because it matches the patient's clinical condition. The investigation found that the metabolite-sensitive sensor (mss) cassette had an "install before" date of (B)(6) 2024. The cassette had expired before the alleged event. Product labeling states: "using expired mss cassettes and/or mss cassettes that have exceeded their maximum in-use time may lead to incorrect results. Data collected using expired mss cassettes and/or mss cassettes that have exceeded their maximum in-use time are not reliable. This may lead to incorrect results, which may endanger patient lives. Do not install mss cassettes after the "install before" date. Do not use mss cassettes after their maximum in-use time." The investigation did not identify a product problem.